Event description:
The customer reported the system made an arcing sound then stopped fluoroing. No pt injury was reported.

Manufacturer narrative:
Customer canceled call. This MDR is related to ge healthcare.